Event description:
It was reported that a spectrum pump turned off by itself during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, customer reported 'turns off by itself' did not occur. A review of the event history log revealed 'improper shutdown!'. An 'improper shutdown!' Message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation found the device working as intended. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.